Manufacturer narrative:
D10 concomitant medical product: sigtrsb45amt, sigtrsb45amt 45mm med thk reinforced rel (lot#n4m1454y); sigphandle, sig power sigphandle handle (lot#unknown); sigpshell, sig power sigpshell control shell (lot#unknown); sigadaptshort, sig power sigadaptshort lin short adapt (lot#unknown) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a video-assisted thoracoscopic (vats) pulmonary segmentectomy, on the pulmonary parenchyma, only about 2/3 of the cartridge could be fired and separated. A different type of reload was used to continue the resection where the first firing had stopped. It was also noted that there was a leak when a leak test was performed.

Manufacturer narrative:
Additional information: g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the reload was partially fired. It was reported that that only about 2/3 of the two reloads could be fired, and a leak was discovered during leak test. The reported issues were confirmed. The product analysis noted evidence that the device was not used as intended. This issue may occur when the firing handle has not been completely cycled. The evaluation detected an unreported condition of broken reload adapter. The product analysis noted evidence that the device was not used as intended. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: failure to completely fire the reload will result in an incomplete cut and/or incomplete staple formation, which may result in poor hemostasis and/or leakage. Ensure that the black return knob on the instrument is pulled back completely and the articulation lever is neutral (0° relative) to the instrument. Cycle the instrument to confirm proper loading of the reload. To do so, squeeze the handle once to close the jaws of the reload. Push the black loop handle all of the way forward or pull back on the black return knob and confirm that the reload jaws open fully. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.